Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) levels reaching 600 mg/dl with ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2019. Reportedly, the customer believed that the pump malfunctioned to cause elevated bg; however, specific cause was not provided. Bg was treated with intravenous insulin and fluids. Customer was released on (B)(6) 2019. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
Customer follow up on (B)(6)2019: the customer sustained no permanent damage.